Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial and right ventricular channels. Due to this, the device delivered one burst of anti-tachycardia pacing (atp) and one shock in two different episodes. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.